Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the tubing from the sweep flow canister was loose. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.